Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that from the time the ins was implanted, it seemed to him like the ins battery was depleting ¿awful quick.¿ the patient reported that it would then ¿take forever for it to charge up.¿ the patient reported that it would take 4-5 hours for it to charge from ¿maybe a third¿ to completely full. The patient reported that he was told he¿d have to charge his ins once a week or once every 10 days, but it was only a few days post-implant and his ins was getting below a half charge. The patient reported that this issue seemed to have resolved on its own, nothing that a few weeks ago, his ins charged from very low to full in 2 hours. The patient reported that it charged as quickly as if his ins was half charged when he started to charge it. The patient inquired what could cause the ins to deplete rapidly and mentioned he had made some adjustments with his patient programmer (pp) lately. No further complications were reported.